Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, electrical leakage occurred when using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. The surgical staff also observed that the tip cover was burnt. No pieces fell into the patient and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and two tip cover accessories were returned and evaluated. Per the customer reported complaint, one tip cover was returned with the silicone detached from the plastic sleeve. When the pieces are put together, the tip cover has a .135" x .270" inch hole at the silicone to sleeve exhibit localized melting/charring, indicating that an arcing event occurred. Scratch marks, which were likely caused by instrument collisions, were observed on the plastic sleeve directly below the charred section. The damaged area on the tip cover matches directly with one of the two char marks found on the proximal clevis of the mcs instrument. Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength, with the dielectric strength possibly weakened by damage from instrument collisions. High generator settings may also have contributed to the arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The additional tip cover accessory returned from the site also shows evidence of arcing. It cannot be determined which tip cover was used during the reported event, therefore, MFR report #2955842-2009-00029 was submitted for the second occurrence of arcing, which was discovered during failure analysis of the additional tip cover accessory returned from the site.